Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported event was caused by the failure of the suction channel. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the general inspection at the service department of olympus (B)(4), it was found that the foreign object came out from the opening of suction channel near the distal end of the subject device.there was no report of patient injury associated with this event.the user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) such as the pictures, and similar past cases, omsc surmised that this phenomenon was attributed to insufficient reprocessing of the subject device by the user facility. If additional information is received, this report will be supplemented.